Event description:
It is reported that the surgeon noticed that the surgical technique for the coonrad morrey total elbow is incorrect. The pin busing set was damaged while trying to insert it according to the surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.